Event description:
Procedure type: open gastrectomy. According to the reporter: dr. (B)(6) fired stapler-opened up-no staples were fired "just a bloody mess" bleeding ensued, etc.

Manufacturer narrative:
(B)(4).